Event description:
The facility reported a colleague infusion pump with a battery issue to baxter (B)(4). It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed and reproduced during product evaluation by baxter service personnel. The quality engineer found that this condition was attributed to use/user error. To correct this condition, the main batteries and safety harness were replaced. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device will not be returned to baxter canada because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.